Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, at implant, this left ventricular (lv) lead exhibited high out of range pace impedance measurements. A conductor fracture was suspected and, prior to pocket closure, the lv lead was extracted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this left ventricular (lv) lead exhibited high out of range impedance measurements in multiple vectors. The lead header connection was reconnected and checked and did not resolve the measurements. The physician believed they had fractured the lead upon insertion and elected to extract this lead and implant another lv lead due to the unfavorable impedance measurements. No adverse patient effects were reported.